Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to frequent ipg charging. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.